Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion (90% stenosis degree) in a severely tortuous part of the lad, but "burrs" were noticed before use.